Event description:
A hospital in (B) (6) reported that while they were suctioning a pt, the circuit manager came in contact with the rt340 adult dual-heated evaqua breathing circuit and the surface of the breathing circuit was damaged, puncturing the circuit and causing a leak. They further reported that a non-fisher & paykel circuit hanger was being used. The hospital stated that the complaint circuit was not available for examination as it had been destroyed. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The breathing circuit was not returned so our investigation is based on the description of events and photograph of the damaged circuit. Results: the photograph shows that there is a hole in the evaqua limb in the vicinity of the non fph circuit hanger. This circuit hanger has visible sharp edges which could cause the damage observed. A lot check revealed no other complaints for this lot number. Conclusion: all breathing circuits are pressure tested for leaks prior to distribution and any which do not pass the pressure test are discarded. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).